Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability between the sg and bg values. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, the system showed better agreement between the sg and bg. The user was advised to call back if they had any more issues.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.